Manufacturer narrative:
Valve deployment in unintended location is listed in the instructions for use (IFU) as a potential risk associated with the tavr procedure, the bioprosthesis, and the use of its associated devices and accessories. Difficulty tracking the delivery system through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. The patient screening manual prescribes specific testing to determine suitability for delivering the thv, including cta of chest-abdomen-pelvis, and evaluation of the aortic arch to assess the degree of arch angulation and stenosis. It explains that acute aortic arch angles and unfolded aortas may be more difficult to navigate the valve catheter and achieve proper valve positioning. It also notes that for the transfemoral appraoch, decreased diameters can limit delivery system manipulation. Prior to the tavr procedure, the patient¿s suitability for transfemoral delivery of the transcatheter heart valve must be assessed with a thorough screening of the aorto-illiac and ilio-femoral regions using mdct, angiography and ivus to determine vessel diameter and degree of calcification and tortuosity. The patient screening manual states that calcification can drastically reduce peripheral vessel diameters, and must be thoroughly assessed to ensure sheath compatibility. The training manual instructs the user to ensure the edwards logo is facing up on the delivery system when tracking over the aortic arch, and to use 30 degrees to 40 degrees lao to provide view of the aortic arch. It states to slowly rotate the flex wheel away from you while tracking over the aortic arch. Instruction to facilitate crossing the valve includes: ensure the flex catheter tip is flush with the thv for support during crossing; be patient! Do not force the thv; use short movements to prevent jumping of the thv into the ventricle; use rao or ap projection to ensure wire position is maintained in the ventricle. The training manual highlights the following as factors that make it difficult to cross: heavy calcification, wire bias into the commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, and inadequate bav. If difficulty is experienced during crossing, the user is instructed to make sure the wire is correctly positioned at the apex; pull tension on the wire or reposition; add some distal flex or remove some partial flex; pull the system back and re-advance. If efforts to track over the aortic arch and cross the aortic valve are unsuccessful, the crimped thv can be retrieved into the esheath. The user is instructed to ensure the thv is centered on the flex tip with the delivery system locked; verify the flex catheter is completely unflexed; retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip; ensure the edwards logo on the sheath handle is facing upward; withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position; do not re-use the sheath, thv or delivery system once the thv is retrieved. The training manual explains that the crimped thv aligned on the balloon is larger than the crimped thv off the balloon; take care if deciding to retrieve. The following note is also highlighted: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance the thv past the sheath tip and ensure the thv is centered on the flex tip. Rotate the delivery system before trying again. The reported tracking difficulty was likely due to the ¿severe tortuosity in the access route¿ and ¿due to heavily tortuous vessel, pushing force was not able to transmit properly¿ as originally reported. There was no allegation of a device malfunction. Multiple requests were made to obtain procedural imagery, however, it was not made available for review. It is not known if the valve was electively deployed in the aorta or if the valve was unable to be withdrawn through the sheath. No negative effects from the non-target deployment were reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Difficulty tracking of the delivery system through the vasculature may be due to anatomical and/or procedural factors, including diseased or tortuous vessels, previously implanted stents and/or grafts, wire bias, and/or a kinked delivery system. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient factors (severe vessel tortuosity) contributed to the difficulties encountered while attempting to cross the native annulus with the delivery system and the subsequent placement of the valve in the incorrect location. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. There was no allegation or indication that a device malfunction contributed to this event. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, following the insertion of a 16fr. Esheath, a commander delivery system and 26mm sapien 3 valve were inserted and valve alignment was performed. While the delivery system was crossing the aortic arch, ventricular fibrillation developed. Cardiac massage and percutaneous cardiopulmonary support (pcps) were initiated and the patient recovered. An attempt was then made to advance the delivery system to the native annulus; however, due to the heavily tortuous vessel, the delivery system could not be advanced. Three (3) extra stiff lunderquist guidewires were inserted in an attempt to support the advancement of the delivery system. The delivery system was not able to reach the aortic annulus. The decision was made to secure the sapien 3 valve in the abdominal aorta, above the renal arteries. The tavr procedure was terminated without valve deployment. Information regarding the access vessel minimum luminal diameter (mld) and degree of vessel calcification was not provided. Severe vessel tortuosity in the access route was reported. Per medical opinion, the pushing force was not able to be ¿transmitted¿ properly due to the heavily tortuous vessel.